Manufacturer narrative:
Submit date: 05/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states the purple connector port was missing from the feeding tube after feed had been initiated and was later found at the end of the infants bed.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be originated during the subassembly process; the solvent container may have been damaged. The personnel involved in the process were notified about the reported condition. A quality alert was posted to notify the personnel involved in the process about the reported condition. A tensile test is being performed every hour and the solvent container was replaced. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.